Event description:
It was reported the patient had felt ¿a little dizzy¿ since the day prior to report. It was noted they ¿felt in their mind the stimulator did not work.¿

Manufacturer narrative:
Concomitant: product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 37092, lot# 314730001, implanted: 2012-(B)(6), product type accessory. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. Product ID 3389-40, lot# j0313885v, implanted: 2003-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. Product ID 3389-40, lot# j0230929v, implanted: 2002-(B)(6), product type lead. (B)(4).